Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent was dislodged. The target lesion was located in the central vein. A 10.0x60x135 cm express ld stent balloon expandable was selected for use. During insertion into the vessel, the stent had already been deployed outside the sheath. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent was dislodged. The target lesion was located in the central vein. A 10.0x60x135 cm express ld stent balloon expandable was selected for use. During insertion into the vessel, the stent had already been deployed outside the sheath. The procedure was completed with a different device. There were no patient complications as a result of this event.